Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital with fever and pocket swelling. The patient had developed a pocket infection. There were no adverse consequences due to the explant. The patient's condition was stable post procedure.

Manufacturer narrative:
Correction: PMA/510k # should have been p140033 rather than blank.